Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the blade pin broke during explantation from the patient's right l3 vertebral body leaving the distal threaded tip buried within the vertebral body. It was reported that the surgeon was unable to locate it and elected to leave it implanted. Fragments have been left in the patient. Although the implant was used in surgery, no patient complications were reported.